Event description:
A surgeon reports that during an intraocular lens (iol) implant surgery, the haptic broke. The iol was removed and replaced during the same procedure. The surgeon further reports that haptic of second iol implanted rotated anterior to the iris and a second surgery was conducted to rotate it. He states that the haptic broke during the second surgery but the iol was not removed. The iol was supported using the anterior capsule. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 06/24/2008 via mail and fax and on 06/19/2008, 06/23/2008, and 07/07/2008 via phone. A completed questionnaire has not been received. This report was mailed to FDA on: 07/09/2008.